Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The outer insulation exhibited breached and cosmetic environmental stress cracking (esc), as well as breached metal ion oxidation (mio). The outer and inner insulation exhibited cosmetic mio. Blood/body fluid was found on both the proximal and distal conductors (not obstructed), and blood was found in/on the helix/lobe mechanism.

Event description:
The lead was replaced for an unknown reason. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.